Manufacturer narrative:
Qn# (B)(4). No issues or discrepancies were found in the device history record of product code 3910-600-060/batch 74a2000769 that can be related to the failure mode reported by the customer. As part of this investigation the sterilization department and the nadc department were reached out, no damages were reported from the sterilizer nor the distribution center for the lot in question. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
We recently received a pkg. Reelx stt 5.5mm knotless suture anchor as a complaint. The reported complaint states: during procedure, the tip of the anchor gave way. There was no delay for the patient and no additional intervention. The tip of the anchor broke but the fragments were not recovered. The procedure was completed without a hitch after changing the equipment.